Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found the sample aspiration line was disconnected at the needle cartridge. The fse reconnected the sample line and resolved the leak. Upon recur, the failure mode identified could cause erroneous results for cbc and differential parameters due to incomplete aspiration of the sample. (B)(4).

Event description:
While running patient samples, the customer noticed a leak of bloody fluid on the counter top under the lh500 instrument. The volume of the leak was reported as approximately 25 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated.